Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025. No additional information was provided during intake. Follow-up with the patient and his pd registered nurse [(pd)rn] revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was collected, and the patient was formally admitted and diagnosed with peritonitis. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient was treated with intravenous (IV) antibiotics (drug, dose, route, frequency not provided). Although the specifics are unknown, the patient was reportedly transitioned to hemodialysis (hd) for rrt hospital and remains hospitalized as of (B)(6) 2025. Although the definitive cause of the peritonitis is unknown, the patient reported he was diagnosed with an abdominal abscess while admitted. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, discharge summary, medication records) were unsuccessful.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025. No additional information was provided during intake. Follow-up with the patient and his pd registered nurse [(pd)rn] revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was collected, and the patient was formally admitted and diagnosed with peritonitis. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient was treated with intravenous (IV) antibiotics (drug, dose, route, frequency not provided). Although the specifics are unknown, the patient was reportedly transitioned to hemodialysis (hd) for rrt hospital and remains hospitalized as of (B)(6) 2025. Although the definitive cause of the peritonitis is unknown, the patient reported he was diagnosed with an abdominal abscess while admitted. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, discharge summary, medication records) were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which required hospitalization, antibiotic therapy, and transition to hd therapy for rrt. Although the etiology of the peritonitis cannot be firmly established, the patient reported he was diagnosed with an abdominal abscess while hospitalized. Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product failed to meet the users¿ expectations or the manufacturers¿ specifications.